Manufacturer narrative:
The referenced farawave pfa catheter was returned for analysis. Visual inspection of the catheter identified no abnormalities or defects were found. No original packaging or hair was returned. An attempt to evaluate the sheath for functionality was unsuccessful as the device could not deflect as intended. Dissection of the sheath handle confirmed the friction gasket to be adhered to the shaft of the sheath, preventing the sheath from achieving deflection when the steering knob engages with the friction gasket. Boston scientific concludes the reported foreign material was unable to be confirmed. The original packaging with the observed hair was not returned.

Event description:
It was reported that a faradrive steerable sheath clear during preparation was noticed unsterile. Before the physician arrival, the nurses prepared the material on the sterile table. A hair was observed through the transparent package. The faradrive sheath was declared not sterile and was replaced. Procedure completed using an alternate device. No patient complications occurred. The device has been returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation, a faradrive steerable sheath clear was noticed to be unsterile. Before physician arrival, the nurses prepared the material on the sterile table. A hair was observed through the transparent package. The sheath was declared not sterile and was replaced. The procedure was completed with a different sheath and there were no patient complications. The device is expected to be returned.